Event description:
Reporter indicated that after replacing a pt's vns therapy pulse generator, high lead impedance was obtained during multiple intraoperative system diagnostics tests, indicating a possible lead malfunction. Subsequent intraoperative generator diagnostics test was performed on the newly implanted generator, and results were within normal limits. Pt subsequently underwent a full revision surgery at a later date. Good faith attempts to obtain both generators and lead for product analysis are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.